Event description:
A surgeon reports a pt complains of seeing hatos and she is not able to drive at night following intraocular lens implant surgery. The pt's vision is good and the surgeon is not planning any intervention.